Event description:
It was reported that during pre use check, the cardiosave intra-aortic balloon pump (iabp) unit had battery issues. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) had evaluated the unit and it was being found that the power cable to be ok with no major exposure or crack in the insulation. The cable reel was found to be stuck and cable was entangled. It was being found in the event logs that for 3:22 hrs the battery should be operated in the battery mode and not on ac. And it was being found that the batteries charge eventually and went into the dry state and the machine was shutdown by itself due to a lack of primary source. Than the unit was being plugged into the ac and turned on for 7:24 hrs and the unit's batteries charge was both 0% battery 1 and battery 2. Than after the 3 days the fse had again evaluated the device and than he had untangled the power cable. Than it was being found that the batteries have no issue and both charges are greater than 90%. The unit was tested ok and it was being safe for the use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had battery issue.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.